Event description:
Insulation anomaly was observed. Lead was capped and replaced. No further information available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.